Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the right ventricular lead. The lead was repositioned and remained in use. About five days after the lead repositioning procedure, the patient presented to the emergency room (ER) experiencing syncope, which caused a head contusion and subdural hematoma. The lead was undersensing and there was no capture - so while the patient was not dependent, during supra ventricular tachycardia (svt), the patient presented as if in third degree av block with low ventricular rates of about 30 beats per minute. An x-ray revealed the lead was dislodged and had caused a pericardial perforation. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The helix of the lead became extrinsically bent and distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage. (B)(4).